Event description:
A customer reported encountering a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to reset the pump to resolve the issue.